Manufacturer narrative:
It was reported that the stent was found dropping off from the stomach side about 2 months after placement. It is hard to review suspected device's DHR because the serial no. Was not checked. Migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "stent was found dropping off from the stomach side", it is assumed the stent was migrated due to severe pressure at the patient's lesion, peristalsis of organs, foreign substances such as food and other factors complexly. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent migration". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The stent (serial, unknown, placed on (B)(6) 2023 ) was found dropping off from the stomach side in the periodical examination (date unknown), so the physician used another stent to finish the procedure (2024/1/23). There were no patient complications as a result of this event.